Event description:
It was reported that the li61aor intraocular lens was removed intraoperatively from the pt's right eye due to bent haptic noted upon insertion. A vitrectomy was performed. The surgeon tried to implant another model lens (l122 uv) but pt had extreme pain and the eye was left aphakic. The l122uv touched the pt's eye but was not fully inserted. The surgeon used sutures to close the incision. Add'l info has been requested. Please reference MDR# 1119279-2012-00310 for the li61aor intraocular lens. Please reference MDR #1119279-2012-00312 for the l122uv intraocular lens.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.